Event description:
It was reported that the customer was hospitalized due to high blood glucose levels and diabetic ketoacidosis. The customer did not bolus after eating meals. The customer was treated with intravenous insulin and fluids and released from the hosp on (B)(6) 2014. The customer reported that their blood glucose levels have stabilized.

Manufacturer narrative:
T: slim user guide indicates, pump is to be used with individuals 12 years of age and greater, pt is (B)(6) years old. The device has not been returned for evaluation. Should new info become available, a supplemental report will be submitted.